Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 5015 and an absorbable hemostatic agent was used. During the procedure, the patient developed a minor ooze bleed, after which the absorbable hemostatic agent was used. The bleeding did not slow. The bleeding became more of a brisk blood flow. The surgeon used mono-polar cautery and manual compression on the bleeding site without success. The bleeding still persisted, and then the physician switched the procedure from laparoscopic to open. The surgeon removed the gallbladder from the patient with his hand as he converted from laparoscopic to open. Approximately five minutes had lapsed during the preparation of the procedure to be switched from laparoscopic to open, during which the patient¿s bleed persisted and contributed to the 2,200 cc amount of blood loss. The device was removed and a different device was introduced, which successfully stopped the bleed. The surgeon was not aware of the source of the bleed and did not know why it occurred, but opined the bleeding may have originated from the liver bed, but not the portal veins. The patient¿s post-operative condition was reported as stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.